Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip with needle there was an issue with damaged plunger/foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip with needle there was an issue with damaged plunger/foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Five needles were returned, along with syringes with needles glued in that are not from columbus. One 25 x 5/8 ¿ batch 7200916, two 18 x 1 needles ¿ batch 7289549, and three 18 x 1 needles ¿ batch 4121711 were visually inspected. No defects or issues were observed therefore failure mode is not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7236863: a visual inspection was performed on (B)(4) parts with zero defects noted. Cleaning was performed 7 times per procedure. No quality notifications were written for this batch, nor for the associated assembly batches.